Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is identified as: unit does not power on.

Event description:
Consumer was driving the chair and the color display on the joystick went out and the power chair shut down.